Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported air embolism appears to be due to the stopcock was not closed. The non specific EKG/ECG changes (changes in electrocardiogram) and hypotension were cascading effects of the air embolism. Air embolism, non specific EKG/ECG changes, and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, this device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on november 2025 that the patient presented with grade 2-3 functional mitral regurgitation (mr) and small atrium for a mitraclip procedure. During the procedure, the clip delivery system was inserted into the anatomy. The stopcock was left open. As a result, air entered into the anatomy. Hypotension and changes in electrocardiogram was observed. The stopcock was closed and the procedure was concluded successfully. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay.